Manufacturer narrative:
(B)(4). The device was received for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, functional and electrical testing, simulated therapy and a review of the event history log of the device. The reported problem was verified during event history log review and evaluation. The cause of the problem was a damaged heater pan. The device was serviced and returned to good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice (hc) device had a ¿failure-sensor temperature defect.¿ there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.